Event description:
Received a report from a consumer who sought a medical examination after they experienced shrods of a tampon pledget expelling from the vagina 48 hours after the removal of the tampon.